Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had exhibited high out of range shock impedance measurements above 200 ohms. It is suspected that lead issues began after the patient experienced a fall. Noise was noted on the rv channels. Lead integrity is suspected to be affected. The patient has received inappropriate anti-tachycardia pacing (atp) in several episodes, and an inappropriate shock. Technical services (ts) was consulted and recommended reprogramming options. This ICD system remains in service. Shock therapy was turned off. No adverse patient effects were reported. Additional information was received, and the right ventricular (rv) lead was surgically abandoned. Oversensing and high out of range pacing impedance measurements above 3000 ohms were also reported. The rv lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had exhibited high out of range shock impedance measurements above 200 ohms. It is suspected that lead issues began after the patient experienced a fall. Noise was noted on the rv channels. Lead integrity is suspected to be affected. The patient has received inappropriate anti-tachycardia pacing (atp) in several episodes, and an inappropriate shock. Technical services (ts) was consulted and recommended reprogramming options. This ICD system remains in service. Shock therapy was turned off. No adverse patient effects were reported.